Manufacturer narrative:
Event took place in the (B)(6) and has been reported through (B)(4). Currently the data is poor and the device has not been sent back/analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Needle breakage while a spinal was in process. It bent where the needle left the introdocer. After straightened out the needle broke. Broken end removed successfully.

Manufacturer narrative:
Event took place in the UK and has been reported through british distribution subsidiary pajunk medical ltd. Based on assessment, risk management and clinical considerations this case is considered as closed.

Event description:
Irn# (B)(4). Needle breakage while a spinal was in process. It bent where the needle left the introdocer. After straightend out the needle broke. Broken end removed successuflly.